Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had vns explant due to infection. The infection was reportedly due to the patient picking at his chest incision which caused a mild infection and the surgeon subsequently removed the device. Device history record was reviewed for device sterilization and the generator was confirmed hp sterilized prior to distribution with no issues. No additional relevant information has been received to date.

Manufacturer narrative:
H6. Investigation conclusions; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
Follow up communication with the physician confirmed that the patient had both lead and generator explanted. No other relevant information has been received to date.